Event description:
The account stated that the cell-dyn 1700 analyzer is generating hgb and hct discrepant results. The account stated that on 1 patient sample, the hct=21% and the retest result was 40%. The account also stated that there are discrepant results on multiple parameters on several patient samples. The account only provided initial results for the patients. The qc was within range. There were no results reported. Field service was requested. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), evaluation; silicon tubing replaced as precautionary measure. On (B)(6) 2008, (B)(6), reported discrepant hemoglobin (hgb) and hematocrit (hct) results with the cell-dyn 1700 instrument. The issue had been occurring for over a week. The first run showed a hct of 21% and after repeating the run it showed 40%. Quality control (qc) was within assay range and the syringes showed no adverse issues. Field service representative (fsr) was dispatched for issue resolution. During the fsr visit on (B)(6) 2008, the sample syringe and 10-ml syringe were replaced due to leakage to improve precision. Instrument was performing within specifications. On (B)(6) 2008, the customer faxed results generated by the cell-dyn 1700 on two patient samples. The data showed results as followed (no repeat results were submitted): wbc (k/ul): 3.6, rbc (m/ul): 5.2, hgb (g/ml): 19.1, hct(%): 15.6, mcv (fl): 81.9, mchc (g/ml): 33.3, plt (k/ul): 185; wbc (k/ul): 6.3, rbc (m/ul): 2.57, hgb (g/ml): 6.7, hct(%): 20.3, mcv (fl): 78.9, mchc (g/ml): 33.0, plt (k/ul): 203. On (B)(6) 2008, the customer was still getting discrepant results for multiple parameters. The customer faxed 5 pages of patient data for review. No results had been reported out. The customer sent the same sample to the reference lab and sample was less than 8 hours old. All samples being collected in edta/mix per abbott guidelines. Qc was within range, no data given. There was no possible clot in the system. Customer was informed not to run or report any patient results out from this instrument. The customer technical advocate dispatched service. Faxed data showed results as followed (no repeat results were provided): wbc (k/ul): 0.6, rbc (m/ul): 0.86, hgb (g/ml): 1.9, hct(%): 5.3, mcv (fl): 61.5, mchc (g/ml): 35.8, plt (k/ul): 29.0; wbc (k/ul): 2.6, rbc (m/ul): 2.50, hgb (g/ml): 7.7, hct(%): 22.4, mcv (fl): 89.6, mchc (g/ml): 34.4, plt (k/ul): 48.0. During the fsr visit on (B)(6) 2008, the silicon tubing (s1) was replaced as a precautionary measure to improve the sample purity from the sample probe. No parts failures were detected. The instrument was performing within specifications. No further investigation was required. The cell-dyn 1700 system operators manual, list number 03h58-01, revision f, under section 10, troubleshooting and diagnostics, page 10-9, provides basic troubleshooting to assist the operator in identifying, isolating and resolving instrument problems. Section 9, service and maintenance, nonscheduled maintenance frequency, table 9.1, page 9-19, recommends cleaning/replacement of the sample syringe when it is suspected to be the source of imprecision. A review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports did not indicate any adverse trend for the cell-dyn 1700; list 03h53-01 for the complaint issue. A review of service tickets from (B)(6) 2008 through (B)(6) 2009 on this instrument (s/n (B)(4)) showed that no others issues related to discrepant results for multiple parameters have occurred. This is the final report.